Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #¿s noted for the following parts replaced that have an already existing CAPA. CAPA #: (B)(4) for iui conn issues. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported from onsite fse work space that the lower and upper post covers on the inner door of the bd 8100 is cracking or warping. All inner door breaks were in the same spot. This looks to be caused from over extending the door when opened, forcing a crack or warp of the inner door which then allows the door to fall off the front of the lvp and hang by the door harness. Device is unusable until repaired. Device was sent to biomed. It was reported that there was no patient involvement.